Event description:
An unknown size endeavor mx2 drug-eluting coronary stent system was inserted into a patient for the treatment of an unknown lesion. The lesion morphology is unknown. It was reported that the patient had a significant spike in temperature a day after receiving an endeavor drug-eluting stent. The patient was put on antibiotics. No additional information has been obtained.

Manufacturer narrative:
Evaluation: results and conclusions: lack of information. Vessel morphology is unknown, no reports or device returned. Patient: secondary intervention.